Event description:
A complaint was received that a patient had no feeling in her legs since her surgery in 2009. The physician performed a CT milogram and discovered a hematoma for which he performed a decompression surgery. The patient was able to feel stimulation in her lower back, but not in her legs after the procedure. The physician transferred the patient to a rehabilitation center for further evaluation, and treatment of her paralysis.